Event description:
During a zephyr valve procedure, a zephyr 4.0 j edc was used to size. It was noticed that one of the sizing wings was broken off and it could be seen inside the patient. The broken wing was safely retrieved using biopsy forceps. The procedure was successfully completed with a new edc.